Event description:
It was reported that the pta balloon ruptured during the first inflation (atm unknown). The balloon could not be removed from the 6f sheath during retraction; therefore, the catheter and sheath were removed as one unit. Another pta balloon was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for evaluation. The investigation is currently underway.